Manufacturer narrative:
Follow-up was performed with the customer and it was confirmed that the instrument was inspected before use and no damage was noted. The customer confirmed a grip cable break but was unsure of the surgical task being performed at the time of the break. There was no loss of cautery associated with damaged cable or signs of thermal damage at the site of the breakage. The instrument did not collide with any other instrument or tool during the procedure and no fragments fell inside of the patient¿s anatomy. Patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestarted bipolar forceps instrument was analyzed and found have damage of the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The wire was not frayed or fully broken. The instrument passed an electrical continuity test. Additionally, the instrument was found to have a frayed grip cable at the idler pulleys, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes damaged conductor wire insulation are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps was found to have a broken conductor wire. There was no report of patient involvement.